Event description:
It was reported that on (B)(6) 2012, the procedure was to treat a diseased lesion in the right internal carotid artery with no tortuosity and no calcification. The xact stent was implanted successfully; however, on (B)(6) 2012, the patient experienced a stroke. An magnetic resonance imaging (MRI) was performed which confirmed thrombosis. The patient's pressure was kept up with medication to form collaterals from the vertebral arteries. The patient has partially recovered from the stroke and will enter rehab upon discharge from the hospital. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cerebrovascular accident and thrombosis are known observed and potential adverse events of stenting procedures as listed in the xact carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.